Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture and removal difficulties occurred. The patient presented with in-stent restenosis. The 90% stenosed target lesion was located in a coronary artery. A 2.00mm x 30mm emerge balloon catheter was advanced for dilation. However, on the second inflation at 12 atmospheres, the balloon ruptured. Although resistance was felt during removal, the device was completely removed. The procedure was completed with a different device. No patient complications were reported and patient's status was good.